Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause of malfunction: mlc-14- insufficient blood sample applied to strip (user). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. Daughter is calling on behalf of the customer. The customer is concerned with the results obtained of e-2. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 139 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history. The error occurs when the blood sample is absorbed. Customer is feeling shaky, lightheaded. The test strips are within 4 months. Customer did not have any trouble getting blood. Enough blood was available to perform the blood test. On the call customer was able to get a fasting blood reading of 139 mg/dl.